Event description:
The customer stated that one patient sample generated a higher than expected result of 182.48 u/ml for the architect ca19-9 assay which was reported out and questioned by the physician since the physician was expecting a result within the normal range (37 u/ml). No impact to patient management was reported.

Manufacturer narrative:
High test results. (No consequences or impact to patient). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. The customer completed the following troubleshooting a retest that generated a similar result, dilution linearity of the sample that did not dilute linearly, but a decrease in the result was seen when the sample was treated with neuraminidase. These results suggest nonspecific binding which is addressed in the product labeling. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was completed to evaluate the assay performance of lot 22106m500. The testing met acceptance criteria. Accuracy testing completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the ca19-9 assay. The investigation results show that there is no product deficiency and the architect ca 19-9xr assay is performing as intended. This issue was limited to one discreet patient sample.